Manufacturer narrative:
The field service engineer (fse) found split tubing through pinch valve pv37. The fse replaced the tubing which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a leak of clenz from the right hand side of the coulter lh 500 hematology analyzer. The volume of the leak was approximately ten (10) ml and was not contained within the instrument. The customer was not in the process of running samples or doing a start up. The instrument operator was wearing gloves at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.